Event description:
Fast flow. The pump emptied 5 hours before. Should have infused 24 hours, but infused in 19. No adverse event occurred.

Manufacturer narrative:
Evaluation summary: we received two partially full pumps for evaluation and investigation. The pumps were filled with normal saline solution to the nominal fill volume of 125 ml and a flow rate accuracy test was performed. The flow rate accuracy test results were found to be within the nominal limits. We reviewed our device history record, and all manufacturing operations were found to be within the limits. In addition, retain samples from lot 752730 were previously tested. The pumps were filled with normal saline solution to the nominal fill volume of 120 ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within the nominal limits. Based on the test results, we were unable to confirm the reported complaint. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.